Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 20jun2004 to 18jan2021 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device received alarm - error codes / messages, error 242.4030 unit needs to be sent in for repair. Logic board needs be replaced.

Event description:
The customer reported that the device received alarm - error codes / messages, error 242.4030 unit needs to be sent in for repair. Logic board needs be replaced.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error, replaced bezel assembly, front door, iui right, iui left, membrane frame, verified logic board ok. Pivot latch 8100, latch spring torsion 8100. A review of the device history record for sn (B)(6) was performed from 06/20/2004 to 01/18/2021 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly during servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ail / ca-2014-0284, iui damages / ca-2018-0161 the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, error 242.4030 unit needs to be sent in for repair. Logic board needs be replaced.